Manufacturer narrative:
(B)(4). Washer uncut. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that if the indicator is not fully within the green range of the gap setting scale or if the firing handle is not firmly squeezed using steady pressure until the firing handle is fully parallel to the instrument handle, staples could be deployed without completely forming and without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: the tissue was within the scope of the assumption. The doctor could not confirm the washer's crunch and the feel when the device was fired. Therefore the doctor felt the tissue might be not stapled. There were not difficulties in closing, firing and removing the device. We have no information about amount of bleeding but no transfusion was required. We have no detailed information about the indicator's information and patient information.

Event description:
It was reported that during a hemorrhoidectomy procedure, the firing handle was very hard and could not be grasped when the trainee doctor grasped the firing handle. The other doctor switched and grasped the firing handle. However, the firing handle was very hard, so the doctor stopped firing. When the device was removed from the patient, it was found that the staples were not deployed and the tissue was cut. As a result, bleeding occurred. Additional suture was performed. There were no adverse consequences to the patient.